Event description:
It was reported that a posterior lumbar fusion using synthes uss from l2-s1 was performed on (B)(6) 2015 due to degenerative reasons. On (B)(6) 2015, the patient reported that he bent over and heard/felt a pop followed by immediate and significant back pain. The patient reported to the ER same day where a CT scan was performed. The results revealed that the right s1 implant had slid distally on the rod. It was noted that there was less rod on this CT scan in comparison to the one taken immediately postoperative on (B)(6). A revision surgery was performed on (B)(6) 2015, during which the surgeon removed the uss nuts, collars, and rods. When loosening the nuts, it was observed that all nuts were tight except those at s1; these were described as being loose. The surgeon remembered compressing at the l5-s1 space during the initial surgery, so they should have been tight. The surgeon also replaced the l5 screws as the left one was slightly medial and the right one was slightly lateral. The surgeon then performed additional bony decompression. The new rods were then contoured and connected with new uss nuts and collars. The s1 screws were not removed since they were placed properly and were anchored well in the s1 pedicles. To further supplement the construct and the possible stresses on the s1 screws, the surgeon placed iliac screws and connected them to the rods. Final tightening of the construct was then done. The procedure was successfully completed. After removing all the collars, the scrub tech reported that they all appeared to be in reasonable shape - not splayed. This report is 1 of 6 for (B)(4).

Manufacturer narrative:
(B)(6). (B)(4). A revision procedure took place on february 25, 2015 where some parts were extracted and replaced with different parts. The entire construct was not explanted, however. All of the explanted parts were given to the patient and are not currently available for return. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.